Event description:
The angiosculpt device was used in the pt but would not inflate, leaking air. The tech thinks there is a leak or bad seal between the hub and the balloon causing the device to not inflate properly. The case went on as planned after the reported angiosculpt device was pulled and a new angiosculpt device was used. Pt is doing fine and had no problems.

Manufacturer narrative:
The angiosculpt device was returned for eval. Visual exam confirmed the balloon appeared to have been inflated but did not identify any unusual characteristics. A 0.014" lab guide wire was inserted into the guide wire lumen and advanced with no resistance. During functional testing, a negative prep was performed and bubbles were observed in the indeflator. The angiosculpt device was then inflated to 8 atmospheres but was unable to hold pressure. A slow leak was observed at the strain relief / hub junction. Each device is 100% leak tested prior to shipment. Per the IFU, the user is required to perform a vacuum prep prior to use of device. No report of leak was reported by the user prior to use. Potential mishandling of the device by the user may have resulted in the observed leakage at the distal end of the hub outside the pt.